Event description:
It was reported by a neurosurgeon that a vns pt had a lead fracture/disconnect between the periods of (B)(6) 2007. The pt's generator at the time had reached end of service and it was decided not to proceed with a lead revision and battery change. At the moment good faith attempts to obtain add'l info remain underway.

Event description:
Further information was received from the physician indicating that the lead was found to be fractured while in surgery for battery replacement on (B)(6) 2008. The device were removed, but neither lead nor generator was replaced. No x-rays of device were taken. It is not known whether there was trauma or manipulation. The patient is unable to recall if any event may have caused lead issue. The lead is not available to return to manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.